Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented to the emergency department on (B)(6) 2022 with purulent drainage from the driveline for the past 3 days. The patient was noted to be febrile at 100.9 degrees fahrenheit and had sinus tachycardia at 125 beats per minute. White blood cell count was 17.3 k/ul. The patient was admitted for infectious workup and was started on vancomycin. The patient became positive for (B)(6) and continued with vancomycin and zosyn. A urine culture came back positive for providencia rettgeri. The patient underwent an incision and drainage of the driveline site as well as rerouting of the driveline on (B)(6) 2022. The patient was discharge on (B)(6) 2022 with a plan to continue on a 6 week course of vancomycin.